Event description:
The report stated that during a radio frequency ablation procedure, water leaked from the needle electrode tubing. However, there were no problems with cooling function, so the surgeon continued and completed the first ablation. On the next ablation, a new needle was opened and used to complete the procedure. The patient is reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.